Event description:
It was reported that air in the system occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. After placing the wds in the was, the was was hooked to the manifold. Upon aspiration, air was observed in the wds. Many attempts were made to correct the issue including tightening all valves, and pulling the sheath back to make sure it was not against the wall. At this point the wds was taken out and air was noted when aspirating the was sheath. The sheath was exchanged and a new wds was opened. After insertion and hooking to the manifold, blood return was noted in the wds. The watchman device was then successfully implanted.

Manufacturer narrative:
H6: device code updated from gas leak: 2946 to adverse event without identified device or use problem: a24.

Event description:
It was reported that air in the system occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. After placing the wds in the was, the was was hooked to the manifold. Upon aspiration, air was observed in the wds. Many attempts were made to correct the issue including tightening all valves, and pulling the sheath back to make sure it was not against the wall. At this point the wds was taken out and air was noted when aspirating the was sheath. The sheath was exchanged and a new wds was opened. After insertion and hooking to the manifold, blood return was noted in the wds. The watchman device was then successfully implanted. It was further reported that air did not enter the patient's vascular system and was only visualized in the wds during aspiration.